Event description:
On 05/02/2025, a sales representative reported via email that (qty. 2) of an ar-1588r-ib acl repair tightrope experienced suture failure within the locking mechanism, specifically through the button, before the acl graft was fully tensioned. The suture broke inside the patient, became shredded, and was successfully retrieved. Both devices belonged to the same lot number and failed at the exact location. Since only two acl repair tightropes were available, the procedure was completed using a btb tightrope. This was discovered during an acl repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.